Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported; the patient was experiencing ineffective therapy at the cervical region. It was revealed that the cervical lead had migrated down to an undesired location. During the (B)(6) 2024 procedure, both leads were explanted. No replacement lead was able to be advanced to the cervical region due to scar tissue. As a result, the scs system was explanted.